Event description:
A surgeon reported a pt with decreased near and distance vision following intraocular lens (iol) implant surgery. The surgeon reported that he realized the pt was only one week postoperative at the time he reported the event and was probably still healing. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/19/2009, 06/22/2009, 06/23/2009, 06/26/2009, and 07/06/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/17/2009.